Manufacturer narrative:
Zimvie received one (1) t3pt5485, (t3® pro tapered implant 5/4mm (d) x 8.5mm (l)) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use and was observed severely damaged around the external threads and collar regions, likely due to the removal process. Some damage to the implant's drive feature was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120001761. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120001761 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿damaged drive feature¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root cause determined from the investigation is incorrect techniques used during implant placement - customer error. Therefore, based on the available information, the implant malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #19 was removed as there was an issue with the implant. After release for restoration, the restorative dentist was unable to seat final abutment/crown. Patient returned to the dentist and it was not able to seat any abutments, non-encode or encode alike. Doctor stated nothing wrong with the abutments. No surgical/ medical intervention was required for permanent damage. No other implant was placed to complete the procedure. No symptoms as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). D9: device availability unknown / not provided.